Event description:
Adverse event(s): "no pt impact was reported" (no consequences or impact to pt). Product problem(s): "system message occurred" (device displays error message). A facility reports a system message was displayed on the system several times during surgeries. The system had to be rebooted to complete the cases. No pt harm was reported.

Manufacturer narrative:
A company service representative examined the system. The irrigation sensor solenoid washers were replaced and disposed off. The glue had melted, causing the problem. The system was then tested and met all product specifications. A review of complaint for the last 24 months did indicate add'l report for this system. Three complaints have been opened due to three surgeons experiencing a system message displaying during surgery. The glue had melted, causing the problem. The reported system is a known issue that is usually caused by the degradation of the poron washer over approximately 2-3 years of use. The root cause for this particular issue is attributed. (B) (4). (B) (4). (B) (4).